Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that (B)(4) unspecified bd venflon¿ pro safety shielded IV catheters had issues with infiltration/extravasation, 6 leaked during use, 15 caused blood stream infections, including bacteremia and sepsis, that caused a change in antibiotic treatment; 45 caused localized IV site infections, including cellulitis, abscess, phlebitis, and thrombophlebitis, which needed a change in local treatment and a need to use treatment for inflammation and fever; 3 catheters had safety mechanism failure, and 15 catheters broke/fragmented during use. The following information was provided by the initial reporter: "it was reported via post market survey response that there were occurrences of infiltration / extravasation (89), leakage (6), blood stream infections (e.g. Blood stream bacteremia, sepsis) (15), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (45), hematoma (104), safety mechanism did not activate (3), damage to cannula tubing leading to cannula break off / fragmentation (15), no / reduced flow of IV fluid (52) and catheter bent (15)." "Additional information related to infiltration / extravasation: "the injection site was swollen and new cannulation was needed." (39519) ; "a local reaction at the catheter insertion site." (39506) ; "bruising and subsequent pain." (38038) additional information related to blood stream infection (e.g. Blood stream bacteraemia, sepsis): "throughout the hospitalisation, requiring a change of catheter and antibiotic treatment administration." (37336) ; "multiple organ involvement." (37320) additional information related to localised IV site infection (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis): "the need for local treatment and a new cannulation pathway." (39519); "inflammation along the vein and fever." (39506) ; "the need to use treatment." (38786). Additional information related to hematoma: "removal of the catheter and local treatment." (39519) ; "pain and venous cannulation not being possible." (38798) ; "simply bruising at the injection site." (38771). Additional information related to damage to cannula tubing leading to cannula break off / fragmentation: "bruising, extravasation, and pain." (38038). Additional information related to no / reduced flow of IV fluid: "removal of the catheter and a new cannulation, limited effect from the medication, and a slower flow." (39519) additional information related to bent needle: "a new cannulation." (39519)".